Manufacturer narrative:
Suspect medical device: common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. (B)(4). Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. However, all the components were not included in the return (no catheters were returned); therefore, a complete evaluation was not possible. The device was returned with the on/off switch mostly in the "on" position with the red activation knob engaged in the handle for activation of the carbon dioxide cartridge. Powder residue was found on the on/off switch and at the catheter connection. When tested as returned the device did not spray. The red activation handle was removed; no carbon dioxide remained in the cartridge. The lance position was measured using a specified tool and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. When retested with a new carbon dioxide cartridge, the device sprayed powder. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation due to the condition of the returned device said to be involved. The catheters were not provided with the return. A definitive cause for the reported observation could not be determined. The device functioned as intended with a new carbon dioxide cartridge. The user indicated the device would not spray prior to introduction into the endoscope, the instructions for use state "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." The device catheters were not returned so we are unable to eliminate clogged catheters as the cause of the report of unable to spray. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the device was sprayed prior to being placed down the endoscope, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
In preparation for a hemostasis procedure, the physician selected a cook hemospray endoscopic hemostat. After activating the hemospray prior to placing it down the endoscope [against the instructions for use], they realized that it released no powder [unable to spray]. This occurred prior to patient contact; there was no impact to the patient.